Event description:
It was reported that the patient's right ventricular lead exhibited low thresholds at implant. The following day, the thresholds were varying depending on the patient's position. The lead was dislodged. On (B)(6) 2019, the lead was attempted to be re-positioned. However, the physician was unable to redeploy the helix; it would not come out fully. The lead was instead explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 57.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that there were high capture thresholds.